Manufacturer narrative:
One opened/used enlite sensor was inspected and tested and it passed per specifications with accurate readings. Insertion complaint was not tested due to complaint was against the sensor and serter and customer only returned sensor, no needle.

Event description:
It was reported that the customer's cannula is frayed and pulling away from the plastic part of the sensor. No troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.